Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue occurs again.